Event description:
It was reported that the touchscreen of the insulin pump was unresponsive, not allowing the customer to interact with it. There was no adverse impact to the customer¿s blood glucose level. The customer planned to obtain a charging cable to perform a pump reset and had alternative insulin therapy available if the reset did not resolve the issue.